Event description:
A customer contacted beckman coulter inc., (bec) and reported cleaner was observed leaking into the blood sampling valve (bsv) drip tray of the coulter lh 750 hematology analyzer and there were high background counts during startup. The operator was wearing a lab coat and gloves at the time of the event. There was no exposure to mucous membrane or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed; however, it is readily available on the bec website. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse could not verify there was a leak and found high background were due to a loose screw holding the laser cover. After service, a shutdown and startup passed on the first run. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause of the leak is unknown. (B)(4).